Manufacturer narrative:
H.6 investigation: 4 samples returned the defect sample was checked under the microscope. There is white material on the surface of the tip, which can be wiped clean. But there is no sign of what the customer said was rust. The white fm is silicone residual of the 1502c lubrication for cannula lubricate. DHR completed no defects reported. The silicone is a lubricant for a medical device products.

Event description:
It was reported that an unspecified number of intima-ii y 20gax1.16in prn/ec slm experienced needle rust/corrosion/foreign matter contamination which was noted after use. The following information was provided by the initial reporter: 1. Exit the needle core and find white floccus in the middle of the needle core, sticking to it and showing signs of rust. 2. The problem was found when the patient finished using and extracted the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of intima-ii y 20gax1.16in prn/ec slm experienced needle rust/corrosion/foreign matter contamination which was noted after use. The following information was provided by the initial reporter: 1. Exit the needle core and find white floccus in the middle of the needle core, sticking to it and showing signs of rust. 2. The problem was found when the patient finished using and extracted the needle.